Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg had reached end of life. However, it is unknown which ipg; therefore, it is unknown if this occurred prematurely. At this time, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs ipg, model: 3664, UDI: (B)(4), serial: (B)(6), batch: 6099512.